Event description:
The customer reported indeterminate (ind) flags on creatine kinase-mb (ck-mb) quality control (qc) involving access 2 immunoassay system. During troubleshooting with beckman coulter customer technical support (cts), it was discovered the customer had incorrectly loaded ck-mb reagent pack into the incorrect compartment on the carousel. The customer believed it was necessary to manually remove and mix the reagent packs in the carousel. Beckman coulter cts advised the customer the system's ultrasonic will automatically mix the reagent packs. Beckman coulter cts advised the customer to properly discard the two erroneous reagent packs and load new ck-mb and beta human chorionic gonadotrophin (bhcg) reagent packs. The customer performed acceptable quality control (qc). Patient results were not generated. There was no patient injury or change in patient treatment associated with this incident.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting via the telephone, and the customer did not question system performance. The cause of the incident is due to operator error. (B)(4). This medwatch report is related to MDR 2122870-2012-01229.